Event description:
It is reported that a customer was hospitalized at (B)(6) 2014 for a high blood glucose level of 444 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was transferred to a sensor technician but the line was dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.